Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-03331. It was reported that the scs system was no longer provide effective therapy. Reprogramming showed low impedances on multiple contacts. Also, x rays were undertaken wherein the leads displayed having migrated. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-03331.